Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact stated the device will be repaired at the user facility. If the device is received, a follow up report will be submitted. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.